Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functioning properly. It was further observed that the device ran rough (loud), failed the power test with test bench, and had low power. It was determined that the triggers were sticking. It was observed that there was an unknown substance and corrosion found on the internal components. It was further determined that the magnets on the drive gear of the electric motor had come off and the trigger components were worn. Therefore, the reported condition was confirmed. It was determined that the issues associated with the magnets on the drive gear of the electric motor coming off and the worn trigger components were due to component wear. It was further determined that the issues associated with the unknown substance and corrosion found on the internal components were due to improper cleaning/care. The assignable root causes were determined to be due to component wear from normal use over time and improper cleaning methods, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a forearm fracture surgical procedure, it was observed that the small battery drive device was running very rough and it sounded like a bearing problem. There were no delays to the surgical procedure as the same device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.